Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems corrosion, causing the rotor to become lodged in the motor. The motor, drive pin, and other components were each replaced.

Event description:
It was reported that the handpiece overheated. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.